Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high, out-of-range shock impedance measurement. The shock impedance measurements had increased since implant but had been stable at about 107 ohms. The measurement that triggered the alert was not yet available in latitude. An email was sent to the clinic recommending evaluation of the right ventricular (rv) lead. No adverse patient effects were reported. The device and lead remain implanted and in service.